Event description:
The user received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result was 37.52 miu/ml. This result was reported outside the laboratory to the physician who did not believe it and requested repeat testing. The sample was repeated and the result was 0.100 miu/ml with a data flag. The patient was not adversely affected. The hcg+ss reagent lot number was 164948.

Manufacturer narrative:
The investigation could not determine a specific root cause. With the information provided, an instrument and assay related problem were excluded.

Manufacturer narrative:
This event occurred in (B)(6).